Event description:
The technician alleged that the brakes would set but not hold. No patient impact.

Manufacturer narrative:
Technician found the brake mechanism needs to be adjusted. The technician adjusted the brake casters and brake cable assembly mechanism to resolve the issue.